Event description:
It was reported that during the implant procedure, the lead was tried to be implanted in several different positions but it could not be fixed well, parameters on the lead were not ideal. The physician replaced it with another lead of the same model to complete the operation. The lead was checked externally after explanted and the front end was observed kinked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.